Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended, as no sample was available for evaluation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted global technical service regarding a check lines and bags alarm (separate report) that occurred on the homechoice machine during prime. During troubleshooting, it was noted that the patient was connected to the device during prime, which constitutes a use-error (failure to follow therapy steps). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.